Event description:
It was reported that a hole in the valve was found.

Manufacturer narrative:
(B)(4). The returned valve was patent. It did not meet the requirements for leak testing or siphon testing due to a large tear in the top of the delta chamber. The damage precluded reflux testing and pressure-flow testing at -50 cm hydrostatic pressure. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The device did not meet all established specs for pressure flow testing. Proteinaceous debris was noted throughout the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in overdrainage. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.